Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unspecified procedure, the stopcock of the sphere inflation device would not attach to the cook balloon. The stopcock would not seal correctly. It kept spinning as if it were stripped. The physician removed the stopcock and proceeded with no further issues. No patient harm was reported and no additional procedures were required.

Manufacturer narrative:
Type of reportable event: not reportable.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.